Manufacturer narrative:
Updated describe event or problem . (B)(4).

Event description:
It was further reported that the burr was stuck on the wire during rotablator procedure in the process of positioning the lesion. Furthermore, the wire seems to be bent rather than broken.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The unit returned has the rotawire damaged, as part of overall visual revision. Visual inspection revealed that the wire is stuck in the proximal section of rotalink plus 1.25mm. The device has the body kinked in several sections and also, it is broken in the proximal section (it was not returned). The spring tip is unraveled and broken (the spring tip section end was not returned). Dimensional inspection revealed that the overall length couldn't be measured due to the device condition (the spring tip is unraveled and broken). The outer diameter (od) of distal tip couldn't be measured due to the device condition (the spring tip is unraveled and broken). The od near to the distal section broken is within specification. The od of middle and the proximal section of the device couldn't be measured due to the device condition (the wire is stuck in the proximal section of rotalink plus 1.25m). The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2017-01758. Reportable based on device analysis completed on 19-feb-2017. It was reported that the burr failed to advance. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 1.25mm rotalink¿ plus and a rotawire were used for treatment. During the procedure, it was noted that the device was unable to advance. The lesion was expanded two to three times with a 2.5 x 20 nc balloon. The procedure was completed with this device. No patient complications were reported and patient status was stable. However, device analysis revealed that the burr became stuck on the wire and the guidewire was fractured.